Event description:
Patient reported experiencing elevated blood glucose level. Patient stated his blood glucose was 500 mg/dl and remained high overnight. Patient reported when he changed the head set in the morning he noticed the cannula was bent; changed head set. Patient stated his blood glucose level remained high so he went to the doctor and was advised to go to the ER. Patient reported his blood glucose level was 500 mg/dl in the ER; was treated with 10 units of humalog insulin and an IV drip of slow acting insulin. Requested return of the alleged infusion set.